Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient did not hear the low alert on the dexcom receiver and had a hypoglycemic event. The patient passed out and had to be administered with glucagon. It is unknown who administered the patient with glucagon. Event details were not provided. Additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.